Event description:
It was reported that during an open reduction interbody fusion (orif) tibia procedure while the surgeon was reaming the canal, the tip of the medullary reamer head broke into four pieces. Surgeon used another reamer head to complete the procedure with no further problems and no adverse effect to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the front of the reamer head completely broken off. Microscopic view of the fractured surfaces did not show any anomalies of material structure. The manufacturing documents show that the reamer head was produced according to the specifications. Due to damage, relevant dimensions could not be verified. Product development evaluation reports that the reamer head is broken in 4 pieces, a base and 3 tip pieces. There are minimal signs of rust or age. The root cause design related or surgical technique related is not determined. Therefore this complaint is deemed indeterminate from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012, new information was received on (B)(4) 2013. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).